Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this lead was explanted due to unknown reasons. This lead was successfully replaced, and no additional adverse patient effects were reported. This lead has not been returned for analysis.